Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead recorded an rcd (red call doctor) icon. The health care professional (hcp) assisted the patient with clearing the rcd and completed a successful patient-initiated interrogation (pii). It was determined the rcd icon was for a high out of range shock impedance measurement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead recorded an rcd (red call doctor) icon. The health care professional (hcp) assisted the patient with clearing the rcd and completed a successful patient-initiated interrogation (pii). It was determined the rcd icon was for a high out of range shock impedance measurement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. There was a slight gradual rise in shock impedance over the past five years. The average impedance measurement was greater than 90 ohms. Technical services (ts) recommended reprogramming options.